Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line sensor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a reload set. The reported symptom 'air in line sensor' was confirmed through the event history log as reload set which was reproduced during evaluation. The cause was determined to be a failing upstream/ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.